Manufacturer narrative:
Right eye. Follow-up with the physician's office indicated that the serial number of the explanted lens was corrected to sn (B)(4). Catalog number is changed to zmb00u0135 per follow-up with the physician's office. Explant date: (B)(6) 2014. Expiration date: 01/11/2014. Device manufacture date: 02/11/2011. Tecnis multifocal acrylic 1-piece intraocular lens, model zmb00u0135, with serial number (B)(4) was returned for evaluation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens is cut in pieces and the optic is damaged. The lens is contaminated whereby dust particles are present. The lens condition is consistent with a lens that has been explanted from the patient's eye. No further analysis is possible due to the condition of the received lens. A manufacturing record review of intraocular lens serial no. (B)(4) was performed. An optical measurement test is performed at final inspection. The in-line optical inspection data showed that the lens is within power specification. The device history record (DHR) verification showed that there were no non-conformances. There are no associated nonconformity material reports with respect to the production order number. There were no sterilization non-conformances noted in the sterilization records. Based on the manufacturing record review there were no non-conformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): myopic outcome.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure and replaced with another iol due to the patient having a myopic outcome. There was no incision enlargement and no vitrectomy reported. There were no patient complications reported, and it was stated that the patient is doing ''great''. No further information was provided.